Event description:
(B)(4) study. Same case as 2134265-2011-03458. It was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain. The index procedure was performed on (B)(6) 2011. Lesion 1 was a bifurcated lesion located in the distal right coronary artery with 90% stenosis and was 20 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and implanting a 3.0 x 28 mm taxus liberte stent with 10% residual stenosis. A staged procedure was completed 2 days later. Lesion 2 was located in the proximal left anterior descending artery with 90% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and implanting a 3.5 x 16 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel 141 days post index procedure the patient developed chest pain and was treated with medication.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).